Event description:
Pt reported, the infusion device display is faulty and she is unable to view all of the info on the screen. Pt switched to her backup infusion device. Infusion device was not dropped. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. No additional info is available.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.